Event description:
It was reported that during a laparoscopic cholecystectomy, the devices were not feeding correctly; the clips were firing partially closed. The first two devices were replaced. The third device was doing the same thing, but the case was completed with this device.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.